Event description:
As initially reported via literature article: table 5, patient number 2: type iiib endoleak 69-year-old male patient indication: hybrid thoraco-abdominal aortic aneurysm graft components n=5 time between index tevar and type iiib endoleak = 908 days type iiib presentation = aneurysm expansion reintervention required = relining.